Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. It was reported that air bubbles were visible in the lower portion of the tubing, after priming the set. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10321213t because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that as lvp ss bag 20d tex had air bubbles. The following information was provided by the initial reporter: material no: 10321213t, batch no: unknown. It was reported that air bubbles were visible in the lower portion of the tubing, after priming the set. Verbatim: xxxx, pharmacist reported seeing visible air bubbles after priming IV set. Bubbles are noted in the lower portion of the tubing that is coiled. IV set may be primed the day before use or morning of use. Xxxx stated she'll flick the tubing to get rid of the air bubbles and nurses will send the tubing back to pharmacy. Xxxx stated she'll flick the tubing to get rid of the air bubbles and nurses will send the tubing back to pharmacy.